Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found the xgj-5a module needed to be replaced. To resolve the issue the technician replaced the xgj-5a module, tested the function and operation of the unit, confirmed it to be operating to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that their hexavue custom room rack was "flickering" and experiencing "display interference". No report of procedure involvement. No report of injury.